Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately 1 year has passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, the reported phenomenon was likely caused due to a faulty charge coupled device (ccd) unit. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
A user facility reported to olympus that during a laparoscopic surgery procedure, image "interference" was present and the subject could not be recognized. The intended procedure was completed using the same device. There was no patient injury, associated with the event, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation found that a noisy image was produced due to a charge-coupled device failure. The reported problem that the subject could not be recognized could not be confirmed. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.